Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient noted that the cgm was displaying glucose values between 50¿80 mg/dl, she also noted that the cgm continued to display values below 70 mg/dl regardless of food intake. The patient has a reported history of hypoglycemia but clarified that she does not have type 1 or type 2 diabetes and does not use insulin. Due to the lack of a glucometer at home, the patient went to the ER with her grandparents. Upon arrival at the ER, a fingerstick blood glucose (fsbg) reading was recorded at 100 mg/dl, while the cgm displayed 80 mg/dl. During her stay, discrepancies between cgm and fsbg readings persisted, with cgm values ranging from 40¿80 mg/dl and fsbg values remaining around 100 mg/dl, indicating a difference of approximately 20¿50 mg/dl. Despite these discrepancies, the patient reported that she did not consistently experience her usual hypoglycemic symptoms and at times only noted mild symptoms such as headache attributed to stress. The patient remained in the emergency room and was later transferred to an observation unit, with a total stay of approximately 30 hours. During hospitalization, she reported that her glucose levels fluctuated, though she could not recall specific cgm and bg values. The patient stated that she was administered an oral steroid (prednisone) to help stabilize her blood glucose levels, noting that her glucose would not stabilize otherwise. Following treatment, cgm readings increased to approximately 150¿160 mg/dl, with corresponding fsbg values around 180 mg/dl. At the time of discharge (more than 24 hours), the patient reported feeling generally well with residual stress. However, she continued to observe inaccurate sensor readings, noting that her blood glucose was approximately 100 mg/dl while the dexcom displayed values as low as 40 mg/dl using the same sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient they were intaking food. The reported glucose values fall within the a and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.